Event description:
The customer reported being hospitalized due to high blood glucose of 599 mg/dl. She was experiencing nausea, headaches, stomach ache, heavy thirst, and cotton mouth. The insulin pump was removed and was treated with saline, novolog, and nausea medication. Customer went home with blood glucose levels of 120 mg/dl. She reconnected to the device at home. At 9:30 pm her blood glucose level was 244 mg/dl and escalated back up to 506 mg/dl by 11:49 pm. Troubleshooting was performed. Customer removed infusion set. Drive support cap normal. No air bubbles in tubing. Basal rates and bolus wizard setting correct. Bolus history determined customer took 54 units in one day. Device passed high pressure test. Unit alarmed no delivery at 4.7 units. Customer felt the device took to long to alarm and states she takes small boluses, so requested replacement. Cannula was bent. Pump never alarmed no delivery. No further information to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.